Event description:
It was reported that during the implant procedure, inserting the lead into the atrial connector port of the pulse generator was difficult. Eventually, the lead was inserted and the pulse generator was implanted.